Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). D10, h3: corrected data h6: additional information device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the curved conduit inserter was broken during insertion. The operating room staff had mistakenly loaded the implant ¿t bar¿ stylet into the yellow handled trial holder. The t bar had broken inside the yellow trial handle and knob. There were no patient consequences. Surgical delay was unknown. Procedure outcome was unknown. Concomitant medical device reported: trial inserter sh connection (part# tft20101, lot# unknown, quantity 1) . This complaint involves one (1) device.